Event description:
Report received indicated that the patient experienced a stroke described as paralysis on the right side of the body and aphasia. Stenting was being performed to the left internal and common carotid arteries. There was 67% stenosis and severe vessel tortuosity without calcification. The lesion measured 1.5 mm diameter by 40 mm length and was not pre-dilated prior to stent implant. An ipsilateral approach was made. The angioguard distal protection device was delivered successfully with full expansion and good wall apposition. After the physician place two stents (p10030xc and p10040xc, lot unk) at the target lesion and post-dilatation was made (diameter 5.5mm); the patient developed paralysis on the right side of the body and aphasia. According to the physician, it was more likely that micro size of soft plaque might have gone through the pore of filter basket leading the patient to a stroke.

Manufacturer narrative:
Further information revealed the patient's condition pre-procedure included the following: transient ischemic attack (tia), visual blackout, hypertension, stomach ulcer and bronchitis. There was no unusual force used at any time during the procedure. There was no difficulty encountered while advancing/tracking the stent delivery system (sds) or while crossing the lesion with the device. The stroke event was treated with edaravone. Currently, the patient has paralysis on his "left side" of the body now. Without the return of the actual device in question for evaluation, facility, is unable to determine the exact cause for this incident. Facility, did review the device history records relative to the manufacturing, inspecting and packaging of lot 02400129. This packaging lot contained 128 units, which were shipped from facility, in 2008. The history records indicate this product was final inspection tested at facility, and was determined to be acceptable. This product will not be return for evaluation and testing. Additional information will be sent within 30 days upon receipt. This is one of three products involved in the same patient and reported under manufacturing numbers 96160099-2008-02655 and 9616099-2008-02656.